Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, the 6f .070 vista brite xb 3.5 100cm and 6f 100cm infiniti jl4 was found to have a foreign substance in the product packaging. The images reviewed were showing a substance that looks like a piece of hair. The problem was found at the distributor, the product had not been sent to the hospital. The device was stored for 14 days in the receiving area. The substance looked like a piece of hair. There was no reported injury to the patient. The integrity of the sterile package was not compromised. The devices will not be returned for evaluation as multiple attempts were made without success. Three photos were submitted for analysis. In the photos, an apparent hair is observed in the packaging near the distal tip of the unit from catalogue 670-054-00 and lot 18292401. No other outstanding details nor anomalies were observed in the photos. The reported event as ¿packaging/pouch/box - foreign material in sterile package - moveable particle¿ was confirmed since an apparent hair was observed in the packaging near the distal tip. Without the unit, it is difficult to determine if the pouch is open or if the unit may have been manipulated. The photos do not provide sufficient information to determine whether there is a manufacturing-related issue or not. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 6f .070 vista brite xb 3.5 100cm and 6f 100cm infiniti jl4 was found to have a foreign substance in the product packaging. The images reviewed were showing a substance that looks like a piece of hair. The problem was found at the distributor, the product had not been sent to the hospital. The device was stored for 14 days in the receiving area. The substance looked like a piece of hair. There was no reported injury to the patient. The integrity of the sterile package was not compromised. The devices will not be returned for evaluation as multiple attempts were made without success.

Event description:
As reported, the 6f .070 vista brite xb 3.5 100cm and 6f 100cm infiniti jl4 was found to have a foreign substance in the product packaging. The problem was found at the distributor, the product had not been sent to the hospital. The device was stored for 14 days in the receiving area. The substance looked like a piece of hair. There was no reported injury to the patient. The integrity of the sterile package was not compromised. The devices will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.